Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.